Manufacturer narrative:
The customer conducted an antibody screen testing with a known anti-c pt. The test was prepared by the tecan megaflex and the results analyzed by the importer's reader sa. Anti-c was identified on the first test, on 8/21/2005. When a new sample was tested on 8/23/2005 with the tecan megaflex and the reader sa, the antibody screen test was negative. The test was repeated with the same result. Manual testing revealed a positive reaction for the antibody screen. No erroneous results were released; no pt impact. A field engineer was dispatched to the site on 08/25/2005 and could not identify a problem with the instrument. The user reported on 08/26/2005 that the tecan pipette tips were not aligned. A field engineer repaired the instrument on 08/30/2005.